Event description:
Information was received from a patient regarding an implanted infusion pump for head/neck and malignant pain. The pump was used to deliver dilaudid (hydromorphone). It was reported that, since the patient had their current pump, when they went to bolus, she was having to wait a long time because the handset would lag at 90%. Patient services reviewed data and walked the patient through deleting data. The patient was then able to connect to the pump with no lag. The patient l=planned to call back if she needed further assistance.

Manufacturer narrative:
Continuation of d10: product ID a820. Product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.